Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the PICC line snapped in the patients arm last week. It was a partial snap inside the patient. Imaging was performed which confirmed the fragment in the patient and showed the retained PICC location at medial aspect of the mid arm all the way to the central veins.

Event description:
It was reported the PICC line snapped in the patients arm last week. It was a partial snap inside the patient. Imaging was performed which confirmed the fragment in the patient and showed the retained PICC location at medial aspect of the mid arm all the way to the central veins.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the PICC line snapped in the patients arm last week. It was a partial snap inside the patient. Imaging was performed which confirmed the fragment in the patient and showed the retained PICC location at medial aspect of the mid arm all the way to the central veins.